Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo was returned for evaluation. During the visual analysis of the photo submitted to ethicon for evaluation, the following was observed: the photo shows a ligaclip*mca large with excess body fluids and a malformed clip. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 633a09/mcm30 and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an experience surgeon was performing a total thyroidectomy. The mcm30 had a malformed clip and did not reload after. Surgeon noticed the device stopped reloading after a clip malformed even when handles were fully squeezed. Some earlier clips were already fired but performed as expected. When malformed clip was fired, it was on ¿virgin¿ vessel. In other words, it was not staple on staple. Surgeon then stopped procedure and replaced with another mcm30 to follow through with surgery. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022 d4: batch # x9434e investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no damage to the external components. In addition, a malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found to be out of its intended position, jamming the firing mechanism. 10 clips were found inside clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number x9434e, and no non-conformances were identified. D9, h6.